Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. No medical images have been made available to the manufacturer. The investigation of the reported event is currently underway. Medical records review: based on a review of the medical records received: a vena cava filter was deployed without incident for venous thrombosis. The patient was stable at the conclusion of the procedure. One day post filter deployment, thrombolysis and angioplasty were performed for left iliac vein thrombosis. During the procedure, almost all of the thrombus was removed with no clear underlying anatomical cause seen. The thrombus extended into the vena cava. The patient would continue anticoagulation therapy and be reassessed with ultrasound or venography to look for may thurner. There were no complications and the patient was stable at the conclusion of the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: it was reported by the patient that a vena cava filter was deployed after being diagnosed with dvt/pe. After an unknown amount of time post filter deployment, the filter allegedly was unable to be retrieved and the patient experienced a pe, pain at the location of the filter and chest pain. There were no attempts made to retrieve the filter. Based on a review of the medical records received, it was reported that a vena cava filter was successfully deployed for venous thrombosis. The patient was stable at the conclusion of the procedure. One day post filter deployment, thrombolysis and angioplasty were performed for left iliac vein thrombosis. There were no complications and the patient was stable at the conclusion of the procedure. No additional information was provided in medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: based on a review of the medical records received: a vena cava filter was deployed without incident for venous thrombosis. The patient was stable at the conclusion of the procedure. One day post filter deployment, thrombolysis and angioplasty were performed for left iliac vein thrombosis. During the procedure, almost all of the thrombus was removed with no clear underlying anatomical cause seen. The thrombus extended into the vena cava. The patient would continue anticoagulation therapy and be reassessed with ultrasound or venography to look for may thurner. There were no complications and the patient was stable at the conclusion of the procedure. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted. Thrombolysis and angioplasty of the left iliac vein was performed the next day. No deficiency with the filter was reported within the medical records. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: it was reported by the patient that a vena cava filter was deployed after being diagnosed with dvt/pe. After an unknown amount of time post filter deployment, the filter allegedly was unable to be retrieved and the patient experienced a pe, pain at the location of the filter and chest pain. There were no attempts made to retrieve the filter. Based on a review of the medical records received, it was reported that a vena cava filter was successfully deployed for venous thrombosis. The patient was stable at the conclusion of the procedure. One day post filter deployment, thrombolysis and angioplasty were performed for left iliac vein thrombosis. There were no complications and the patient was stable at the conclusion of the procedure. No additional information was provided in medical records received.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years post filter deployment, patient was scheduled for filter retrieval. Due to filter tilt, it was not possible to successfully retrieve the filter using conventional technique. An attempt was made to displace the filter off the caval wall utilizing both 8 and 12mm balloons. This too was unsuccessful. Additional attempts at filter retrieval using loop snare technique was performed. This too was unsuccessful. Hence, the procedure was aborted. Approximately one year later, filter retrieval was attempted. The apex of the filter could not be engaged with a 20mm snare. Exchange was performed for the rigid bronchoscopy forceps. Under careful fluoroscopic diagnosis with frequent modifications to the forceps, the apex of the filter was then engaged and filter was removed. The filter was inspected and found to be missing one of the upper arms. Using a 20mm snare, this was successfully removed. Therefore, the investigation is confirmed for retrieval difficulties, filter limb detachment and filter tilt. However, the investigation is inconclusive for perforation of the ivc and pe post implant.per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
New information received: it was reported by the patient that a vena cava filter was deployed after being diagnosed with dvt/pe. After an unknown amount of time post filter deployment, the filter allegedly was unable to be retrieved and the patient experienced a pe, pain at the location of the filter and chest pain. There were no attempts made to retrieve the filter. Based on a review of the medical records received, it was reported that a vena cava filter was successfully deployed for venous thrombosis. The patient was stable at the conclusion of the procedure. One day post filter deployment, thrombolysis and angioplasty were performed for left iliac vein thrombosis. There were no complications and the patient was stable at the conclusion of the procedure. No additional information was provided in medical records received. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and the struts detached. The device was removed percutaneously after an attempted but unsuccessful removal procedure. It was further reported that the detached struts were removed percutaneously. The patient reportedly experienced pain where the filter was embedded; however, the current status of the patient is unknown.